Event description:
It was reported that on (B)(6) 2025, a 10mm amplatzer septal occluder was selected for implant using a 8f sheath. During implant, the device presented in a cobra deformation while being deployed. The device was replaced with another 10mm amplatzer septal occluder to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported device deformation could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Please note that per the instructions for use, the recommended size delivery system for use with a 10 mm amplatzer septal occluder is an 6f.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 10mm amplatzer septal occluder was selected for implant using a 8f sheath. During implant, the device presented in a cobra deformation while being deployed. The device was replaced with another 10mm amplatzer septal occluder to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.